Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal vancomycin 500mg for three weeks (frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. Dianeal therapy was ongoing. It was reported the patient was not hospitalized for the event. It was not reported if the patient was retrained on aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.